Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting no flow in an arctic sun device when trying to initiate therapy. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 0 percentage, pump hours were 22865.6 and system hours were 25534.9. Had nurse press start. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100 percentage. Stopped therapy. Disconnected pads. Started manual control. After several minutes flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 68 percentage. Confirmed fluid delivery line (fdl) was firmly seated and there was no visible damage. Connected left thigh pad, inlet pressure (ip) was -3.5psi. Disconnected left thigh pad and connected right thigh pad in a different location on the fluid delivery line (fdl). Inlet pressure (ip) was -0.3psi. Suggested sending device to biomed labeled with no flow and changing to another device. Per follow up information received via mail on 15may2025, spoke with nurse who confirmed a device swap and this resolved the issue. The device had been tagged and stored in a closet for a biomed to pick up. They have no further information. Transferred to the biomed. Spoke with who noted the fluid delivery line (fdl) connectors seemed loose and were not connecting to his test pad line. They disposed of the fluid delivery line (fdl) and replaced it. Device has returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting no flow in an arctic sun device when trying to initiate therapy. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 0 percentage, pump hours were 22865.6 and system hours were 25534.9. Had nurse press start. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100 percentage. Stopped therapy. Disconnected pads. Started manual control. After several minutes flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 68 percentage. Confirmed fluid delivery line (fdl) was firmly seated and there was no visible damage. Connected left thigh pad, inlet pressure (ip) was -3.5psi. Disconnected left thigh pad and connected right thigh pad in a different location on the fluid delivery line (fdl). Inlet pressure (ip) was -0.3psi. Suggested sending device to biomed labeled with no flow and changing to another device.

Event description:
It was reported that they were getting no flow in an arctic sun device when trying to initiate therapy. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 0 percentage, pump hours were 22865.6 and system hours were 25534.9. Had nurse press start. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100 percentage. Stopped therapy. Disconnected pads. Started manual control. After several minutes flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 68 percentage. Confirmed fluid delivery line (fdl) was firmly seated and there was no visible damage. Connected left thigh pad, inlet pressure (ip) was -3.5psi. Disconnected left thigh pad and connected right thigh pad in a different location on the fluid delivery line (fdl). Inlet pressure (ip) was -0.3psi. Suggested sending device to biomed labeled with no flow and changing to another device. Per follow up information received via mail on 15may2025, spoke with nurse who confirmed a device swap and this resolved the issue. The device had been tagged and stored in a closet for a biomed to pick up. They have no further information. Transferred to the biomed. Spoke with who noted the fluid delivery line (fdl) connectors seemed loose and were not connecting to his test pad line. They disposed of the fluid delivery line (fdl) and replaced it. Device has returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a failed fluid delivery line. A review of the risk document, dfmea (B)(4), revision 25, was performed for this investigation. The reported event is addressed in step # ra110. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.